Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to unknown reason with unknown blood glucose. It was reported that the customer reported that the cannula was bent and had to change the infusion sets three times. The customer reported that the insulin pump had low battery. Troubleshooting was not completed during the call. The device will not be returned for the analysis.